Event description:
It was reported that the patient reported difficulty charging the implanted neurostimulators. Patient is encountered error light/tones on the wireless recharger and 1713 error message on the recharging application on both left and right sides. Reviewed meaning of 1713 code and asked patient if their implant batteries could be depleted. Patient indicated they usually charge every 3 days from 25% to 75% . They encountered an error once before on the wireless recharger but they were able to resolve it by restarting. Reviewed possibility of overdischarge. When patient checked battery status using their programmer they encountered low implant battery messages on both left and right sides. Reviewed how to perform hard reset on the wr however this did not resolve the 1713 error. Patient confirmed there was no metal in the immediate vicinity of the recharger, they have a shoulder replacement but have never had these difficulties previously. Patient reported they have had a history of the system depleting down to 0% more than once but have always been able to get it back up again. Patient stated they were told once a long time ago that they should be careful because if they l et it get too low they may not be able to charge it back up again. Reviewed possible shallow overdischarge and recommended patient follow up with managing physician to check the status of the implant and discuss symptom management in the event that patient loses therapy. Patient would like to try a replacement recharger in the meantime. Ordered replacement request via repair. Additional information was received that the caller called back and reported that they received the replacement recharger on friday evening and they have not been able to pair it with the samsung handset, they even had someone else try with no success. Advised the patient to set the wireless recharger on the docking station and connect. The caller was seeing that the recharger was inactive. Reviewed that it was paired already. Advised the caller to start a recharge session. The recharger timed out and showed a 1713 service code. Advised caller to power off the recharger and try again. This time they were able to see good connection, 0%, therapy off. Caller was able to adjust it to see excellent connection. Advised the caller to keep charging up to 25% at least before taking a break and powering the therapy back on. The caller has been without therapy. Reviewed to get to at least 50% if possible before trying the other side. They did not have the recharger in the drape. Reviewed that as long as they are comfortable, continue to recharge without the drape if possible as to not interrupt this charging session. They also commented that it is slow to charge the implants in general. Additional info received from patient that the just see a error code 1713 and could not connect, the replacement device resolve the issues. Since the charger is not connecting to their phone the implant was depleted. On 2025-dec-01 (B)(6) (con) update: additional information was received that the caller called back and reported that they received the replacement recharger on friday evening and they have not been able to pair it with the samsung handset, they even had someone else try with no success. Advised the patient to set the wireless recharger on the docking station and connect. The caller was seeing that the recharger was inactive. Reviewed that it was paired already. Advised the caller to start a recharge session. The recharger timed out and showed a 1713 service code. Advised caller to power off the recharger and try again. This time they were able to see good connection, 0%, therapy off. Caller was able to adjust it to see excellent connection. Advised the caller to keep charging up to 25% at least before taking a break and powering the therapy back on. The caller has been without therapy. Reviewed to get to at least 50% if possible before trying the other side. The caller did not have the recharger in the drape. Reviewed that as long as they are comfortable, continue to recharge without the drape if possible as to notinterrupt this charging session. The caller will call back if assistance is needed. The caller also commented that it is slow to charge the implants in general. On 2025-12-15 patltr (con): additional info received from patient that the just see a error code 1713 and could not connect, the replacement device resolve the issues. Since the charger is not connecting to their phone the implant was depleted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.